Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per dealer via email, handle broke off at the weld on the left back cane. No further details known as to how it happened.